Event description:
The customer received questionable troponin t results for one patient sample when tested on the cobas h232 meter serial number (B)(4). The initial result was 50-100ng/l and the repeat result was <50ng/l. No information was provided to determine if any erroneous result were reported outside the laboratory or if the patient was adversely affected. As part of the investigation, another cobas h232 meter was tested with retention material lot number 28087310 with three native blood samples and with one spiked blood sample. The results of all measurements fulfilled the requirements.

Manufacturer narrative:
Based on the troponin t measurement, the patient was transferred to the hospital. No information was provided on how long the patient was in the hospital. No further information regarding the patient was provided by the customer. The sample was heparin whole blood. It was noted there was a large clot in the heparin tube.

Manufacturer narrative:
Cobas h232 meter serial number (B)(4) and cardiac t quantitative strips lot 28087315 were returned for investigation. These were tested with one native blood sample and one spiked blood sample. The measurements agreed and fulfilled the requirements. The meter was further investigated. No error was found and the complained error was not reproducible. The system was working according to the specifications. No adverse event was reported.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This event occurred in (B)(6).